Event description:
Through the sternalock clinical research study, a revision due to infection was reported. Biomet representative spoke with an rnsa by phone on (B)(6) 2014. The rnsa stated the patient was initially plated on (B)(6) 2014 a revision was performed due to a sternal wound complication. During the procedure, it was identified that the patient had fat necrosis in the sternal area and the plates and screws were removed. The parts were discarded and the wound was packed. The rnsa also reported the patient is diabetic and was suffering from malnutrition. On (B)(6) 2014, the patient was brought back to the or and re-plated. The rnsa reported the patient is stable and there have been no further issues.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 1 of 4.